Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged and sent by technical support, and the faulty pump will be returned using a pre-paid label. The customer will use multiple daily injections as a backup insulin therapy.